Event description:
It was reported that the continuous ventricular arrhythmia resulted in discomfort. The patient had a symptom of ventricular fibrillation (vf), but it was noted that the patient had a history vf pre-left ventricular assist device (lvad) implant. It was also noted that an implantable cardioverter defibrillator (ICD) was not implanted prior to the vad. The arrhythmia resolved. The arrhythmia in this event was not thought to be device or therapy related.

Manufacturer narrative:
E1: reporter phone number and email were not available. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced continuous ventricular arrhythmia requiring defibrillation or cardioversion. For treatment, cardioversion or defibrillation was performed for ventricular fibrillation and medication was adjusted.

Manufacturer narrative:
A1: patient identifier corrected. B2: outcome corrected. E1: reporter email was not available. Manufacturer¿s investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.